Event description:
Further follow-up indicates the ipg became inoperable due to the patient not recharging as recommended.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Effective therapy has been restored.